Event description:
U/f ref #: (B)(4)-2006-0001.

Manufacturer narrative:
There did not appear to be a problem with the avf needle involved in incident thus it was discarded by the user facility, and could not be directly evaluated. The MFR also reviewed the device history record for this lot and no abnormalities were found. Nipro product specialist interviewed the nurse manager at the reporting facility and discovered that the staff member involved in the incident was in the second week of training and the incident is believed to be related to lack of training and experience. The pt being treated had negative results for blood-borne pathogens. Additional training is being scheduled at the facility.